Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 400 mg/dl. Customer stated that they treated for the high reading by taking bolus with the insulin pump. Customer was using the auto mode feature at the time of the incident. Customer stated insulin pump system had not been in used within 48 hours of reported high blood glucose event. The blood glucose readings at the time of call was 378 mg/dl. The customer declined to troubleshoot for the high blood glucose incident. The pump will not be returned for analysis.